Event description:
Pt scheduled for implantable cardioverter defibrillator (ICD) generator change. Prior to implanting device during pre-implant testing and programming, it was discovered that the device would not charge. MFR rep was called. Another device was used without incident. No adverse outcome to the pt.